Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urological. According to the reporter: during insertion of the device into retroperitoneum, in order to make a space, it caused damage on diaphragm. Confirmed the current patient status is good and has been discharged from hospital with no problem. Reported the surgeon was an experienced user. Operating time extended: unk. Tissue damage: yes. Nothing fell into the cavity. No bleeding.